Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. On (B)(6) 2017: the customer's clinical diabetes specialist followed up with the customer and offered different infusion set types to address the issue.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was 251 mg/dl and a manual injection was administered to address the bg level. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion.